Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 460mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined to perform the high pressure test. He customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.